Event description:
I am writing in regards to the eye fungus cases I have heard on the news. In august of 2002, I was traveling in the warm region of another country and wearing soft contact lenses and using renu solution -not the moisture loc one-. I had severe pains in my head, tearing, and awoke one morning with my entire eye covered in whiteness. I went to a hosp where they put drops of steriods in my eyes, then I flew to another country to see drs who spoke english. They put me in ICU and told me I would lose sight in my right eye and most likely in both. I rec'd intense treatment for about a week, then flew to the us and went to the ER. I was again admitted and told it was going to be a long journey to regain my sight. In may of 2003, I rec'd a corneal transplant due to corneal scarring. I was told it could have happened because of poor hygiene when taking care of my contacts, which I did not think was the case because I took care of my contacts. After seeing all the reports on the news and looking at pictures, the fungus going around looks a lot like what I had.